Event description:
The extension set luer locking connection cap breaks apart and the tubing becomes open allowing fluids and blood to leak out of the end of the tubing.an anesthesia nurse brought the broken device to materials and stated this was the third occurrence recently where the device had broken. Packaging is intact. No visible signs of defect until the device is put into use.